Event description:
The patient reported that sometimes in the summer when she perspires the v-go loosens up and starts to become detached. The event date was not specified. The patient then has to remove it because the needle does not stay all the way in and moves around making the injection site hole bigger. There is no device available for return to the manufacturer for evaluation.